Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14d29039, h14e27055. There were no issues detected during the manufacturing processes. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics intraperitoneally (ip) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. Additional information was not available